Event description:
It was reported to vyaire medical that customer requested download and analysis of the event trace during use on a patient on the lap top ventilator 1200. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 02 - the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected ltv unit found wear to back cover around mounting bracket. Labels are damaged and there is scuffing, no other anomalies were found. Connected power supply/ breathing circuit to ltv and powered unit into service mode, downloaded power on self test (post) and events trace. Switched modes into user mode and resumed same patient, unit is ventilating normally without any alarms. Recorded customer settings on to ltv customer settings form. Allowed the unit to ventilate using customer settings overnight for a total of 21 hours. A review of the reported patient event on 27nov2023 showed two event traces to be recorded. No abnormal events were found on the reported patient event on 27nov2023 or days surrounding reported patient event. Vent operated normally during functional check and per event trace review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.